Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and customer reported gantry door was stuck closed. Inspected the system and confirmed the reported issue. Found that the rotor was misaligned, preventing the door from properly opening. Manually aligned the rotor correcting the problem. Verified door was opening/closing properly. System checkout completed in accordance with user manual. The system was fully functional and has been returned to the customer. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry door was stuck closed. Site attempted to use the override button to open it but they were unsuccessful. Door is currently stuck closed. Representative also reported that the system was not docking properly. There was no patient involvement.

Manufacturer narrative:
Section e initial reporter information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.